Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a ulcer . The patients pre-operative pr eparation was normal.  It was reported during the procedure, catheter angiography was used , and using a non mdt guidewire, after activating the hydrophilic coating, the stent was inserted.  It was said after inserting two sections of the stent, the delivery system could no longer be delivered any further . After other methods, the delivery was still not possible, and the operation was forced to stop. After withdrawing from the stent, it was found that the connection between the tapered tip and the stent was loose.  Per the physician the cause of the event could not be determined.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received : it was reported after unpacking the device , the lumen was flushed normally, and the clear water coating was activated with wet gauze. The delivery system was generally inspected as a whole, and no obvious abnormalities were found. It was clarified that the stent was not deployed because the delivery system was unable to reach the target position in the aortic the arch(the posterior border of left subclavian artery). The stent delivery system did not advance with other brands' large sheaths (greater than 20f), but went up through superhard guide wire. The delivery system did not get stuck in the guide wire. There was no difficulty in inserting when the guide wire and catheter went up, and the insertion, exchange, and angiography were normal. However, after the superhard guide wire was exchanged, the delivery system could not reach the target position medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.